Event description:
It was reported that a device issue occurred, and the procedure was canceled. The target lesion was located in the mildly tortuous and calcified left anterior descending artery. A 2.25 x 32mm synergy xd drug-eluting stent was advanced but failed to cross the lesion, and it was noticed to have flared when checked outside the body. The physician then discontinued the procedure. No patient complications were reported.